Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 400 mg/dl and a diabetic ketoacidosis. The customer's skin is sensitive and he takes brakes from using insulin pens. He entered the incorrect amount of carbohydrates. The customer was wearing his insulin pump at the time of the emergency room visit. He called the ambulance and they took him to the hospital. The product was not returned. Nothing further to report.